Manufacturer narrative:
The device was evaluated at olympus repair center. According to the evaluation, the following was found. There was a gap on the bending section rubber glue. There were scratches on the ccd lens. The device switch was broken. Dot was displayed on the screen due to the ccd lens scratches. There was leakage from the distal end scratches. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
During the preparation for use, the user found that the device's suction channel was clogged with foreign material. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was attributed to user handling. If significant additional information is received, this report will be supplemented.